Manufacturer narrative:
It remains unknown if the device will be returned, thus additional information was requested to determine if device will be returned. However, if returned, analysis of this device is not necessary. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device system was explanted due to infection. There were no additional adverse effects reported.